Manufacturer narrative:
Per the clinic, the patient also experienced subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved which leads to a decision to explant. Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced no sound since a week post activation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.